Manufacturer narrative:
Correction number: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had a low battery, and a corrupt program flag. The patient no longer had stimulation and was unable to recharge the ipg using the charging system. The sjm representative met with the patient and was unable to resolve the issue. The physician undertook surgical intervention and replaced the ipg. It was reported the patient received effective stimulation postoperative.